Event description:
The product was used during a l.a.v.h. Procedure. Reportedly, the ultra shears did not coagulate tissue properly. No pt injury was reported.

Manufacturer narrative:
The thickness of the tail of the jaw insert caused difficulty closing the jaws.